Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the lead body and electrode tip found no anomalies. However, evaluation of the terminal pin found the mark left by the device's setscrew was near the end of the terminal pin, indicating the lead was not fully inserted into the device header when the setscrew was tightened down. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, but underinsertion of the terminal pin may have resulted in poor or intermittent contact between the device contacts and the lead rings, resulting in the observed impedance and threshold issues. Additionally, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that during the device follow-up, this left ventricular (lv) lead exhibited increased pacing threshold measurements. Lv pacing impedance measurements were about 600 ohms in the lv1 unipolar configuration, but were greater than 3,000 ohms in all other configurations. Under fluoroscopy, the lead was confirmed to be fully inserted into the device header; however, the lead was observed to be dislodged. A procedure was later performed and this lead was explanted and replaced, with good lead measurements reported. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.